Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from both leaflets and embolizing in the patient. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. One clip (lot 00316u216) was implanted, reducing mr to 1-2. At a later date the patient returned with the mr increased to 4. It was noted the clip had completely detached from both leaflets and embolized in the patient and could not be located on transesophageal echocardiography (tee). A second procedure was performed on (B)(6) 2022. One clip was implanted without issue. A second clip delivery system (cds) (lot 10816r142) was advanced and placed on the mitral valve. Post deployment the clip detached from the anterior leaflet and tore the leaflet. No treatment was performed and the procedure completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported expulsion (complete clip detachment). The embolism and subsequent foreign body in patient and recurrent mr were due to the procedural condition of the expulsion. Foreign body in patient, embolism, and mr are listed in the mitraclip instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances there is no indication of a product issue with respect to manufacture, design, or labeling.